Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. However, the field service engineer (fse) replaced the lamp. Based upon the information from the fse, olympus medical systems corp. (Omsc) concluded that the reported phenomenon was attributed to the accidental failure of the examination lamp.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the examination lamp blinked and after that color turned yellow. The subject device was not used. The lamp usage indicator displayed ¿300h¿. The field service engineer replaced the lamp with another lamp and after that the subject device functioned normally. The user completed the intended procedure. There was no report of patient injury associated with the event.